Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.013773 ¿ the dentist reported that 2 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 32ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.